Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there was not a software issue. Log investigation found recoverable error, which indicated the event was due to generator and power hardware issue. The issue as resolved by replacing the generator board and hv cable. There is nothing indicating this event is software related. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while on site looking at the system, the medtronic representative stated that the imaging device was unable to take scout and 3d images. The medtronic representative stated that when holding down the hand switch he hears one beep and the system stops taking images. He also stated that he received an early termination error. There was no patient present when this issue was identified. Another medtronic representative (mr) reported that when he arrived on site, fluoro and 3d worked. During the 5th test spin, the mr received an early spin termination. A generator error 139 and error 40 occurred. The mr replaced the power supply and starter board previously when error 139 was found. The mr requested an oscilloscope to test the tank, high voltage cables, and tube. One of those components was intermittently not working, and causing the errors.